Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sizer pin guides broke while traveling in the instrument pan.

Manufacturer narrative:
Examination of the returned instruments confirmed the complaint; a portion of the alignment boss feature broke off. The root cause is attributed to misuse; evidence suggests the end user is drilling the guide pin through the sizer which is causing fractures of the alignment boss feature. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.